Event description:
During the atrial fibrillation procedure, an air leak occurred when the sheath was inserted into the heart. Before inserting the catheter and transeptal needle, aspiration was performed for flushing, and air was aspirated. Despite multiple attempts, the air could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only product inserted directly into the hemostasis valve was the included dilator. No additional venipuncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the instructions.

Manufacturer narrative:
UDI information(d4) and 510k(g3) are not provided as this product (model g407373) is only marketed outside of the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
Additional information: g3, g6, h2, h6.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals.